Event description:
It was reported that the rn from the coronary care unit (ccu) phoned the hotline stating that rn was unable to aspirate or flush the central lumen or the sideport on the introducer. The clinical support specialist (css) explained that no one should manipulate the central lumen further and they should have the physician come and insert another aline to transduce to the pump. The css also explained that in the meantime the pump will continue to trigger and time off the EKG and support the patient. The rn said that she was unable to obtain the serial number for the catheter as she could not locate the sticker. The rn thought that the catheter may have been sutured upside down. The rn had no further questions a this time. Additional information received on (B)(4) 2012 by the territory manager reported that the intra-aortic balloon (iab) was inserted via sheath into the patient's right femoral artery while in the cath lab. After the patient was moved to the coronary care unit the rn involved in the hotline call thought the central lumen may have become obstructed, ergo the call to the css. Per the territory managers findings, a small arterial pressure wave was seen on the screen; however ap(arterial pressure) wave would occasionally be lost all together. The rn thought the central lumen was obstructed. There was no reported patient death or injury. The intra-aortic balloon pump(iabp) therapy was not interrupted or delayed. There were no reported patient complications. The patient was weaned from support as no longer required.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.